Manufacturer narrative:
G2: the country of the event is japan g3. PMA / 510(k) #: please note that this device is not marketed in the united states; however, the device is deemed the same as the united states marketed device catalog # c01a, 510k # k041584, UDI # (B)(4). H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding an event which occurred during a l1 bkp spinal procedure in a patient diagnosed with l2 osteoporotic vertebral fracture. It was reported that the cement hardened quickly, leading to a halt in use before filling it into the body, and it was replaced with a new product. There were no malfunctions in the mixer. There was no patient symptom reported. There were no further complications reported regarding the event.